Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the fossa components; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item#: 24-6560-int, lot#: 725240. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding revision due to ankyloses, (B)(4). The most likely underlying cause of the complaint is due to a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code h10 additional narratives / data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00227, 0001032347-2020-00457, 0001032347-2020-00458. Implantation date was in 2010. Tmj system left fossa component, medium, part# 24-6561, lot# 080260 tmj system right fossa component, medium, part# 24-6560-int, lot# 725240 tmj system left standard mandibular component 55mm / 12 hole, part# 24-6556, lot# 205450 tmj system right standard offset mandibular component 50mm / 9 hole, part# 24-6650-int, lot# 489880 unknown screws, part# ni, lot# ni. (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient underwent a bilateral revision of temporomandibular joint implants ten (10) years following implantation due to ankylosis and patient discomfort. The stock implants were replaced with a custom device. No additional patient consequences have been reported.